Event description:
<P>it was reported that the pump unexpectedly displayed the reset screen. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts informed the customer that the pump shutdown was due to low battery, educated on necessary actions after a reset, and provided battery maintenance tips, which the customer acknowledged. Additionally, the customer reported cgm inaccuracy and intended to contact dexcom technical support directly for sensor issues.</p>